Event description:
Caller reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported similar cartridge alarms with this pump serial number. They were able to successfully load a cartridge and resume insulin therapy, and the issue was resolved.